Manufacturer narrative:
This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not-reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2013. A medtronic representative, following-up at the site, reported being unable to replicate the reported issue through a resin head test. Software investigation completed. Patient archives reviewed; finding that there were both a CT and mr; no registrations were present on either exam. Unable to determine root cause as reported behavior cannot be replicated. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A site representative reported that, while in a cranial tumor resection procedure, registration became unavailable. In trouble-shooting, a medtronic representative walked through answering their question regarding merging additional exams to an already merged and registered patient. Stepped them back in the software to the select patient screen, then forward to return to navigate. When at the register step, the screen was on touch-n-go and the site representative stated they had done a pointmerge. Selected pointmerge, which showed all points were blank and the software did not show the points as being stored. Checked tracer and touch-n-go, however, both were blank. Selected the registration exam to then select the mr, instead of the CT, resulting in no change. Returned back in the software to select patient to check the merge, which was still present. The surgeon had already navigated to the entry point for the tumor resection and opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.